Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced multiple, intermittent elevated blood glucose (bg) levels ranging between 400-500mg/dl and large ketones. A supply change was performed, manual injections were administered and correction boluses were delivered to address the bg levels. Due to the elevated bg levels, the customer went to the emergency room (ER). While in the ER, the customer received intravenous fluids. The customer was rereleased from he ER later on in the day; the customer declined providing additional issues regarding the ER visit.